Event description:
Customer reported via phone call that the sensor and blood glucose readings were off. The blood glucose reading is 130 mg/dl. Customer states that there were larger differences after meals. The difference was not within acceptable range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.